Manufacturer narrative:
There is no evidence of a device malfunction. Review of the patient treatment log files indicate the cycler alarmed appropriately to the venous needle dislodging. The log file shows that the treatment was restarted by the operator after the alarm occurred. Based upon the blood pump speed, it is estimated that the amount of blood loss from the needle dislodgement was 1158cc. The user's guide includes venous patient line disconnection as a probable cause for the reported alarm and provides adequate instructions to resolve. Facility staff was notified and reviewed the details of the event with the patient. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Venous needle dislodgement reported during a routine hemodialysis treatment. Treatment was discontinued when blood loss observed without performing rinseback, resulting in an additional 190cc blood loss. Estimated amount of blood loss from needle dislodgement not reported. The patient was hospitalized for two days and received two units of blood. No further intervention was required.